Event description:
It was reported patient was revised on right hip for open reduction, internal fixation. Doctor removed 42 x 26 bipolar head, and 26-3 v-40 head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 42 x 26 bipolar head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.